Event description:
It was reported by the consumer post implant of a realize band, the surgeon thinks there is a leak in the band as the consumer reports feeling restriction for a few days after a fill and then no restriction. The band has been filled four times and has a totally of 6ccs. A fill was done with a barium swallow in (B)(6) 2010 that showed restriction. Restriction was felt for a few days and then no restriction. In (B)(6) 2010 during a routine fill, the surgeon withdrew the fluid there was only 2 cc's left, when there should have been 6cc. The surgeon placed 6ccs back into the band. On (B)(6) 2010, a fill was to be done under fluoroscopy to evaluate for a leak. The consumer was to call back with the results. Three attempts have been made to obtain additional information regarding the results. A medwatch supplemental report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis.